Event description:
A pt reported blood glucose results of "262 mg/dl and 104 mg/dl" with a co meter, performed within 10 minutes of each other. The meter, test strips, and control solution were replaced.